Event description:
It was reported that the customer's blood glucose level reached 545 mg/dl; cause was not known. Reportedly, due to the elevated blood glucose level, the customer experienced nausea and abdominal pain. Correction injections were administered via mdi, and supplies were changed out by the customer to address the issue. There were insulin drops observed at the end of the tubing, confirming proper insulin flow, and no issues were identified with the infusion set or tubing connections. Control iq feature was enabled, and site inspection was conducted with no obstructions found. The customer stored insulin correctly and followed cartridge labeling instructions. There was no missing meal bolus, and personal profile settings were accurate. Recommendation was made to consult a healthcare provider in regard to diabetes management.